Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states he is going to the bathroom 15-20 times a day and doesn't know 'if this thing is working or not'. Patient states this has been going on for the last 6 months or so. The patient was able to connect to implant and confirm the ins is on--caller was instructed to increase stim to a comfortable level. Patient will maintain stimulation levels and will continue to track symptoms. The patient states he has an appt with new managing doc tony pinson in a couple of weeks.  Agent reviewed basics of therapy, stimulation with pt and pt's wife. (Con): additional information was received from the patient. They reported that they had a new device implanted since no stimulation was detected and the issue was resolved.

Event description:
Additional information was received from the patient. Patient called back regarding continued lack of therapeutic relief with the same implant as previous mentioned. Patient stated they were still going to the bathroom a lot during the day and at night. Patient stated they could sometimes feel stimulation after going to the bathroom. Patient stated they had tried making some therapy adjustments. Patient services reviewed therapy adjustment options. Patient will adjust therapy as needed. Patient to follow up with doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.